Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout procedure. The patient's right atrial (ra) lead exhibited noise over-sensing causing multiple inappropriate automated mode switch (ams) episodes. The physician elected to cap and replace the lead ra lead on (B)(6) 2025. The patient was in stable condition.